Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1131293. Medical device expiration date: 31-may-2026. Device manufacture date: 10-jul-2021. Medical device lot #: 1196127. Medical device expiration date: 31-jul-2026. Device manufacture date: 09-sep-2021. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip experienced leakage at the connection site. The following information was provided by the initial reporter: "drips of our medications or flush are escaping from the connection between the port and the syringe."

Manufacturer narrative:
H6: investigation summary: since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history review was performed for potential lots 1131293 & 1196127, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip experienced leakage at the connection site. The following information was provided by the initial reporter: "drips of our medications or flush are escaping from the connection between the port and the syringe."